Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause was due to touchscreen unresponsiveness. Customer delivered a correction bolus via pump to address bg level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.